Manufacturer narrative:
(B)(4) device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. An nc quantum apex balloon catheter was selected however, as the device was inserted into the guide catheter, the shaft broke completely. The device was removed without incidence and the procedure was completed using another balloon catheter with no issues. No patient complications were reported.